Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer removed and re-installed the cartridge and insulin was resumed successfully. There was no impact to customer's blood glucose level.